Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system was not communicating to server, the user mentioned that patients were not showing up on device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the device was not communicating to server. A technical support specialist (tss) had dialed into the system and confirmed that station had been flagged for a maintenance/retry issue. The tss followed the troubleshooting steps outlined in the knowledge article titled 'device disappeared from server application'. The system functioned as intended after the technical support specialist troubleshot the device.